Event description:
It was reported that the "battery life will sometimes go from 20% to 5% in 20 min". There was no reported adverse impact to the customer. Customer declined further troubleshooting and no additional patient or event information was available.